Event description:
Pt with congenital complete heart block. Dependent on pacemaker since birth. She presented in 2005 with sudden cardiac arrest at home. Taken to local ER where she was pronounced dead on arrival. Autopsy done and showed no obvious reason for death.